Manufacturer narrative:
Device history record review for part 311.43, lot 7745868: release to warehouse date (B)(6)2014. Manufactured at (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a small quick coupling handle has broken in half. It was noticed while still in a package at their metro office. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the following device(s) was received, the small handle (part # 311.43 / lot # 7745868, the device was returned with the blue handle of the device broken into two pieces at the end of the blind hole. The fracture pattern within the material shows minor plastic deformation (appears hazy; crazing) around the exterior of the handle and the majority of the fractured surface appearing glossy and crystalline. This is indicative of two possible causes: fast/heavy loading, shock loading; or an assembly stress. Additional investigation into the root cause is being performed by the field action team. The complaint condition is confirmed. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. This investigation summary is approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.